Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right iliac vein. Two 16-6/5.8/75 xxl esophageal balloon catheters were used for dilatation. However, during inflation, it was noted that the balloons would not hold at nominal pressure and contrast was coming out of the balloons. Both balloons ruptured at nominal pressure. Dilatation was done with another balloon and the procedure was completed without any issues. No patient complications were reported.